Manufacturer narrative:
An investigation is on-going and a follow up report will be filed upon completion of the investigation. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from us alleged positive results of sars-cov-2 generated with the cobas®¿sars-cov-2/influenza a/b¿nucleic acid test for use with the cobas® liat® system. Patient received the covid-19 vaccine. Customer indicated a repeat testing of a re-collected sample on a cepheid test generated a negative result for sars-cov-2. The negative result was released to patient. No harm is alleged. The patient sample was collected using nasopharyngeal and an unspecified media type. The method sheet of the product indicates: collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd¿ universal viral transport (uvt). Collect nasal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place into cobas® pcr media tube from cobas® pcr media with an unknown collection kit. An investigation to evaluate the customer issue is ongoing.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Though requested, no additional information was available. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).

Manufacturer narrative:
(B)(4).